Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and failed battery test alarm. The customer also reported that nothing would come out when they were pressing the b button. The customer's blood glucose was 287 mg/dl at the time of incident. The customer's blood glucose was 327 mg/dl at the time of call. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that there were no setting issues found. The customer was unable to troubleshoot for the failed battery test alarm at the time of call. The insulin pump will not be returned for analysis.